Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. .

Event description:
A complaint was initiated for a patient who underwent a hip surgery on (B)(6) 2020. The original surgery occurred in (B)(6) 2014. The surgery occurred because of reported infection. During the surgery the site was opened and washed for possible infection. No components were removed.